Manufacturer narrative:
The email received for the (B)(4) study indicated that nine days post precise pro rx right carotid artery stenting using an angioguard embolic protection device the patient had a neurological event diagnosed as a stroke/ ischemic with dysarthria and right hemiparesis. A CT scan post-procedure showed no acute intracranial abnormality. The report noted that there was a new small subcortical low attenuation focus along the posterior right parietal lobe that was probably sequela of an old infarct, but is new compared to a prior study. It was reported that the event was not thought to be related to the index procedure. The patient's symptoms waxed and waned with improvement. The patient was felt to be on maximum medical therapy and was discharged back to the nursing home to complete her original rehab and be watched for any further deterioration. With additional investigation it is noted that after post-dilation of the precise with a 5x20 aviator balloon the patient became hypotensive and was treated with neosynephrine. The patient is (B)(6) female with a history of severe pulmonary disease/copd, hypertension, mrsa, stroke, tia, dementia, and congestive heart failure. The patient had a 70% untreated stenosis on the left side at this time. The patient was symptomatic and it was also reported that approximately 3 months prior to the index procedure the patient had a right hemispheric stroke leaving her with deficits on the left side. The baseline nih stroke score was 5 with a modified rankin score of 4. The rate of stenosis of the treated right internal carotid artery was 90%. The target lesion length was 10mm with the total length of stented segment of 30mm. The reference diameter was 5.0mm. The angioguard was placed without difficulty. The lesion was predilated with a 4.20 aviator balloon with no indicated resistance to pta. The precise stent was placed in the ostium of the right internal carotid artery and post dilated with a 5x20 aviator balloon. During post-stent angioplasty the patient had an episode of transient bradycardia that was self limiting as well as hypotension. The hypotension was treated with neosynephrine. It was indicated that there were no technical difficulties or major adverse events associated with the angioguard or precise. The patient was discharged with an nih stroke scale of 4 and modified rankin scale score of 4. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hemodynamic depression including bradycardia and hypotension during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. Review of the information suggests that patient and procedural factors may have contributed to the events. Therefore, no corrective actions will be taken. The cause of the neurological event of dysarthria and right hemiparesis with diagnosis of ischemic stroke nine days post carotid artery stenting with the precise cannot be conclusively determined however, based on the reported information and the presentation of right hemiparesis, there is no clear indication of a relationship to the precise stent implanted on the right side. It appears that it is likely related to known untreated contralateral carotid occlusion and possibly sequela of the old right hemispheric infarct which occurred prior to the index procedure. With review of the clinical and procedural information as well as the device history record review, there is no indication that the events are related to any manufacturing or device performance issues. Patient medical history and comorbidities are likely contributing factors. Therefore, no corrective actions will be taken at this time. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9610978-2010-00130, 9616099-2010-00471, and 1016427-2010-00070.

Manufacturer narrative:
Additional information received states that during post stent angioplasty with an aviator balloon the patient became hypotensive and was treated with neosynephrine. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9610978-2010-00130, 9616099-2010-00471, and 1016427-2010-00070.

Event description:
The email received for (B)(4) study indicated that nine days post index procedure the patient had a neurological event diagnosed as a stroke/ ischemic. The patient is a (B)(6) female with a history of copd, hypertension, mrsa, stroke, tia, dementia, and congestive heart failure. The precise stent was placed in the ostium of the right internal carotid artery. The rate of stenosis was 90%. The patient had a 70% untreated stenosis on the left side at this time. The patient had a previous ((B)(6) 2010) right hemispheric stroke leaving her with deficits on the left side. There was no difficulty with the precise stent or angioguard that was used in the procedure. The patient had no symptoms prior to or during the procedure. The patient was taking plavix and aspirin pre op but no anti coagulation during procedure. Nine days post procedure; the patient suffered dysarthria and hemiparesis on the right. A CT scan post-procedure showed no acute intracranial abnormality. The report noted that there was a new small subcortical low attenuation focus along the posterior right parietal lobe that was probably sequela of an old infarct, but is new compared to a prior study. The patient was felt to be on maximum medical therapy and was discharged back to the nursing home to complete her original rehab and be watched for any further deterioration.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Concomitant devices: angioguard, cordis aviator plus 4.0 x 20.0 lot # r0209305 and catalog # 424-4020w, cordis aviator plus 5.0 x 20.0 lot # r0508332 and catalog # 424-5020w. Concomitant products: aspirin, clopidogrel, bivalirudin, plavix.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system kit, was used during a benign prostatic hyperplasia (bph) procedure on (B)(6), 2010. According to the complainant, during the procedure, the physician was unable to insert the prolieve catheter into the patient. The case was aborted. The patient's condition was reported as fine. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the prolieve thermodilatation system catheter, which was completed on (B)(6), 2010, revealed an MDR-reportable malfunction of a malformed tip. This manufacturer report is submitted based on the evaluation results provided.